Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (5.8 mg/ml at 2.1997 mg/day) via an implanted pump for an unknown indication for use. It was reported that the pump pocket wouldn't heal. The pump pocket had excessive fluid. It was unknown if there were any external/environmental/patient factors that may have caused or contributed to the event. A pocket revision was performed today and fluid was drained from the pocket. It was not infected and the pump was functioning properly. The pump was replaced and the pocket was moved to the other side. It was unknown if the issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.